Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and visual inspection found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.1925¿ x 0.0775¿ in size. The mating grip surface exhibits full coverage of brazing material. The grip surrounding the carbide insert does exhibit damage that would have contributed to the detached insert. The grip tip is bent. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Event description:
It was reported that the 8mm mega suture cut needle driver instrument had an issue. There was no reported injury and no delay. Isi followed up with the initial reporter to obtain additional information, there was no injury to the patient.